Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively, the device did not fire, it was able to cut but no staples were placed in the anastomosis. The anvil was bent. Patient outcome was unknown.